Event description:
A male patient with some soft plaque and calcium in the right iliac and vessel was not particularly tortuous underwent endovascular therapy in 2008. During the aaa procedure the leg graft was prepped in the regular manner and inserted into the right iliac (contralateral side). The delivery system did not advance properly, and seemed to be getting stuck in the iliac. The physician decided to use some muri lube, so the physician retrieved the graft and pulled it out. At this time, it was noticed the sheath had looked like it was melted around the dilator tip. There were several sharp edges. Once the dilator/tip and sheath were removed, the physician noticed the iliac had been dissected. He then placed another iliac leg graft from the zak kit and completed the case with a good result. The physician had used a patch on the iliac and as of the next day, the patient has regained flow to his lower right extremity.

Manufacturer narrative:
Event evaluation: still under investigation.